Manufacturer narrative:
Note: we have not completed our investigation of this event. The parts involved in this event are being returned to us for analysis, and we will file a follow-up MDR at the completion of the investigation. (B) (4)

Event description:
The technologist selected the park pre-programmed motion (ppm) on the skylight camera, which is done at the end of every work day to position the system for performing quality control on the next day. The system positioned itself in the park positon. The technologist stepped out of the room and heard the fire alarms go off and smoke filled the skylight imaging room. Further investigation revealed that the site was undergoing construction on the two imaging rooms in their department. They were working on electricity at the time of the reported issue. The construction company had cut power to the two rooms at the time of the incident. No patient or technologist injury has been reported.